Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It passed the displacement test and unexpected error test. No unexpected restart alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She removed the battery and when reinserting it, the insulin pump alarmed unexpected restart. She stated that the unexpected restart alarm could not be cleared and the she was unable to check the alarm history. The customer mentioned that she was at the pool and connected the device after she got out. Blood glucose value was 160 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.